Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited mirror image oversensing of noise and it was suspected that the non-physiological oversensing/cross-interference was related to lead-to-lead interactions/contact. It was also noted that this resulted in pacing inhibition and an insulation issue was also suspected. The rv lead and ra lead were reprogrammed and remain in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5086mri52 lead implant date: (B)(6) 2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory observed, noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.